Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "material sensitivity reactions". Number 11 states "wear and/or deformation of articulating surfaces". Sections could not be completed with the limited information provided.

Event description:
Patient underwent a hip revision procedure approximately nine years post-implantation due to osteolysis. It was reported the surgeon suspected osteolysis may have resulted from wear of the poly liner.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner found damage in the form of 3 screw holes. 2 of the 3 holes slightly penetrated the entire thickness of the liner. The damage is likely due to the attempted removal of the liner. Due to the nature of the damage, no further analysis was conducted. The modular head was also returned back and a visual inspection of the head observed surface scuffing and scratches. Dried debris was also observed. The issue was not isolated to this part. Dimensional analysis of the head found it to conform to specifications. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Review of complaint history determined that no further action(s) is/are required. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.